Manufacturer narrative:
The patient remains ongoing and continues on lvad support. The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received a controller fault alarm (replace controller alarm) while on battery power. The patient connected to the power module and repeated the self test but the alarm didn't clear. When trying to change the system controller, the patient could not see the arrows to line up and took longer than expected to change the controller. The patient passed out and the wife had to call 911. She was able to reattach the system controller and restart the pump. The patient regained consciousness and was admitted to the ICU for further monitoring. A review of the log file data submitted to the manufacturer for analysis confirmed the controller fault alarm reported. The log file also contained low flow events associated with multiple pulsatility index (pi) events. Otherwise, the equipment appeared to be functioning as intended x-ray images submitted to the manufacturer for analysis were unremarkable.